Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that more insulin than normal was needed to fill the tubing during the load fill tubing process. Reportedly, the customer tightened cartridge tubing connection to address the issue. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support.